Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: device evaluation. The device alarmed with ¿panel connection lost¿. The "panel connection lost" alarm indicates that communication between the interaction panel and the ventilator unit is interrupted. It is important to emphasize that no patient was involved at the time of the event. Additionally, the logfiles have not been received for analysis. The issue was caused by a defective vu esm. Following the replacement of the vu esm, the device functioned as intended.

Event description:
Hamilton medical ag received the following event description: the device alarmed with panel connection lost. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing